Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a tka procedure. During the procedure, when removing the femoral trial from the canal, the threaded shaft of the trial stem was fractured from the barrel. The surgeon tried to remove the stem, but the end of it was also fractured. The surgeon attempted to remove the provisional stem then opted to retain the titanium trial stem in the canal. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint was confirmed. Visual examination of the provided pictures confirms the top of the provisional stem was sheared. Lot identification is necessary for review of device history records; lot identification was not provided. X-rays were provided and reviewed by a healthcare professional. Review identified a fracture of the femoral stem component distally between the stem and condylar region. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.